Event description:
Medwatch 3500a form received from (B)(4). Event description: when removing screw from patient using the depuy system, the screwdriver head broke off into the head of the screw. The universal hardware screw removal system was used after several attempts were made to remove the screw. The situation prolonged the surgery for approximately 45 minutes.

Manufacturer narrative:
Device is not available for evaluation. Product code and lot number are unknown. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample, we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not returned.